Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma/alcl concomitant products: mentor memoryshape breast implant 495cc, catalog number 3341302, serial number: (B)(4), lot number 6894131. (B)(4).

Event description:
It was reported by a healthcare professional that a (B)(6) year-old caucasian female patient who underwent a breast reconstruction primary with a mentor memoryshape breast implant 495cc on (B)(6) 2015 post expansion with allergan tissue expanders implanted from (B)(6) 2015 through (B)(6) 2015 developed right breast swelling that worsened over the course of the 2 weeks before presenting to the office on (B)(6) 2019. It is coincidental that she started some physical activity with golfing about the same time. She has no other symptoms. No fever or chills or redness. The physician noted a rather large fluid collection around the right side. The physician aspirated fluid at the medial portion of the right breast. The fluid was very viscous thick sticky yellow liquid. It is sent to the pathologist for culture and cytology. The cytopathology report indicated the diagnosis of bia-alcl (cd30+, alk-) on (B)(6) 2019. The patient underwent bilateral explantation with capsulectomies without replacement on (B)(6) 2019. The patient has not been treated for her alcl thus far.